Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, patient underwent anterior lumbar interbody fusion surgery on the lumbar region of her spine from vertebrae l5 to s1. During the surgery, only select parts rhbmp-2 collagen sponge were used. Severe pain and symptoms ultimately compelled the patient to undergo a risky, painful and costly revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient presented with the following pre-op diagnosis: grossly stable lytic spondylolisthesis at l5-s1 with degenerative disk disease and foraminal stenosis; degenerative disk disease with decision for anterior-posterior spinal fusion and anterior fusion at ls-51 spinal level. The patient underwent the following procedures: stage ii posterior spinal fusion l5-s1 using right iliac crest bone graft and k2m pedicle screw instrumentation, reconstruction of bone graft site defect with allograft bank cubes. Implantation of indwelling pain catheter (on-q); anterior retroperitoneal exposure l5-s1 spinal level, anterior spinal fusion; placement on-q pain pump. As per op-notes, ¿sufficient bone graft for the one-level fusion that irrigated out the bone graft defect with antibiotic solution and used gelfoam paste for hemostasis. Bone allograft cubes were obtained, morcellized and packed into the bone graft defect at the ilium back filling it until it was full. Adequate mobilization was obtained and with intermittent traction on the vasculature anterior spinal decompression and fusion. The patient tolerated the procedure well.¿ no intra-operative complications were reported.